Event description:
The pump is out of warranty as of (B)(6) 2011, the screen is cracked and there are issues with the display coming up after changing the battery. Dates of use: (B)(6) 2007 -- (B)(6) 2011.